Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device ¿ 3 years and 3 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s lactate dehydrogenase level (ldh) was elevated to the 900¿s u/l. Elevated estimated flows and pump power readings were observed on (B)(6) 2017. Plavix was recently added to the patient¿s anticoagulation regimen. Additional information regarding the event was requested, but none has been provided.

Manufacturer narrative:
The pump remained in use supporting the patient until the patient underwent a pump exchange on (B)(6) 2017. The explanted pump was returned and evaluated under medwatch MFR report # 2916596-2017-01789. The detail of the investigation findings is included in that medwatch report and is also provided below for convenience in review. The report of increases in power and flow were confirmed based on the evaluation of the submitted system controller log file. The log file, which contained data from (B)(6) 2017 through (B)(6) 2017, captured 24 power elevations above 9 watts. Additionally, pi events were captured throughout the log file. The pump was returned assembled with the driveline severed approximately 9 inches from the pump housing, and the severed distal end portion, measuring approximately 29 inches in length, was returned. The sealed inflow conduit and sealed outflow graft were not returned. Upon disassembly of the returned pump, a thrombus formation was surrounding the rotor¿s bearing ball and the inlet stator¿s bearing cup, which was pulled out of its bore upon disassembly. The thrombus'' laminated structure and areas of denaturation indicate that this thrombus likely formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the reported hemolysis and elevated pump power and flow. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.